Event description:
Customer alleged discrepant blood glucose results of 144 mg/dl, 297 mg/dl, and 128 mg/dl when testing was performed within 6 minutes on the aviva system. Customer reported having no symptoms and did not report any treatment/action based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.